Event description:
It was reported that the patient called and she stated since her knee replacement in 2012 she has had chronic pain. Patient also hears a clicking sound. Pain goes up the front of her leg and into the thigh bone. Patient has good mobility. Patient had a nuclear scan and blood work. Patient wants to know if the shapematch cutting guide was used. Surgeon told her she has a triathlon knee system.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right triathlon knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6). An event regarding pain involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation: review of the operative report indicates the shapematch guides were not used in this case. The benign serial x-rays, excellent range of motion and stability, and response to nerve blocks, as well as the described hypersensitivity to light touch are all consistent with a diagnosis of reflex sympathetic dystrophy. There is no indication that the total knee arthroplasty components¿ design, manufacturing or materials are responsible for this clinical situation. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the medical review indicates that shapematch guides were not used in this case. The medical review further indicates that the benign serial x-rays, excellent range of motion and stability, and response to nerve blocks, as well as the described hypersensitivity to light touch are all consistent with a diagnosis of reflex sympathetic dystrophy. There is no indication that the total knee arthroplasty components¿ design, manufacturing or materials are responsible for this clinical situation. The following other devices were added in this report: tri ts baseplate size 3; cat # 5521-b-300; lot # hrozd. Triathlon cr fem comp #3 r-cem; cat # 5510-f-302; lot# s936h. Triathlon asymmetric x3 patella; cat # 5551-g-299; lot # kykx. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that the patient called and she stated since her knee replacement in 2012 she has had chronic pain. Patient also hears a clicking sound. Pain goes up the front of her leg and into the thigh bone. Patient has good mobility. Patient had a nuclear scan and blood work. Patient wants to know if the shapematch cutting guide was used. Surgeon told her she has a triathlon knee system.